Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Evaluation summary: a review of the implantation notes give no indication of complications. Review of revision operative notes revealed that there was a significant amount of brownish-tan synovial tissue located throughout the joint. The area around the femoral component appeared to have some loosening between the cement and the bone. There were also similar findings on the tibia. The stem located in the femoral canal was found to have some loosening. The tibial component had a fibrous exudate between the bone and the cement mantle and there was evidence of loosening in the tibial canal. The zimmer packaging insert states that loosening or fracture/damage of the prosthetic knee components or surrounding tissues and pain can be adverse effects of the surgery. A definitive root cause cannot be determined.: evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.